Event description:
It was reported that the device was failing threshhold and stimulation tests. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complainant alleged the device failed stimulation and threshold tests. The stimulation and threshold tests are defined in the nim 3.0 user guide for users to be able to check their own units with a patient simulator. The stimulator test helps ensure the stimulation circuitry is functioning properly, and the threshold test ensures that the event threshold functionality is working correctly. The threshold test functions mainly on mechanical stimulation (i.e. Manipulating the electrode leads from the simulator, not stimulating with probe), which suggests an issue with their monitoring circuitry. Evaluation of the complaint device identified a main board and I/p board failure. The touchscreen was also scratched.